Event description:
It was reported that the tip of the screwdriver broke off in the screw inside the patient. The tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned for evaluation. Visually confirmed the bone screw interfacing component of the instrument tip has been broken off, consistent with interface during usage. A portion of the leading thread is damaged, suggesting the driver may not have been fully engaged in the pedicle screw head. Microscopic examination of the fracture surface reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.